Manufacturer narrative:
The device was returned for evaluation. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. The patient's right ventricular (rv) and right atrial (ra) leads were dislodged. The physician elected to explant the pacemaker. The pacemaker was replaced with a leadless pacemaker. No intervention addressing the lead malfunction and patient consequences were reported.